Event description:
During the ivtm therapy, the customer noticed that the thermogard xp ivtm system (sn: (B)(6) ) did not switch to max mode when the target was reached. The customer was cooling the patient in controlled rate mode. No further information was provided. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's reported complaint that "the thermogard xp ivtm system (sn: (B)(6) ) did not switch to max mode when the target was reached" was confirmed based on the event log review, but not during the functional testing. No device malfunction was observed during the testing, and the thermogard system functioned as intended. The root cause of the reported complaint was undetermined. Upon visual inspection, no physical damage was noted. The event log review indicated that the thermogard system functioned as intended during the reported event. The system did warming cooling the patient as intended at all times, but it took a while for the temperature to stabilize within 0.1° of the target. The thermogard system passed the functional testing without error or fault. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn: (B)(6).